Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k103751, k110122, k141521.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial vein. A 5.0 x 200, 75cm mustang balloon was advanced for dilation. However, during the first inflation at 20 atmospheres for 30 seconds, the balloon ruptured at the middle part. The device was removed without any problem using the normal method, and the procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.